Event description:
It was reported three (3) large volume folfusors leaked "at the top of the filler neck". The device was filled with 5fu (fluorouracil). This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One actual device was received for evaluation. The other two (2) samples were not received and therefore, could not be evaluated. A visual inspection was performed, and it was noted that there was fluid inside a bag that contained the unit. Further inspection found the red luer cap was untightened which had caused the leak inside the bag. The red luer cap is not a baxter product. Therefore, the cause of the leak was due to a user error. There was no evidence of a leak at the top of the filler neck. A functional leak test was performed by filling the device with green colored water and manually tightening the red luer cap. After fill and prime, no signs of a leak were observed from the device. The unit was monitored until the next day and no sign of a leak was observed. The reported condition was verified. The cause of the leak was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.